Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a gyn procedure, the device cracked in the abdominal wall and all pieces were retrieved from the patient. Prior to procedure a laparotomy was planned for pathology.